Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed by echography and MRI. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed by echography and MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification a.2: patient dob was clarified as (B)(6) 1981.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed by echography and MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to a2 date of birth: patient's dob is provided as (B)(6) 1981 on different documents. Follow up will be performed to confirm the correct dob. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.